Manufacturer narrative:
The service center did not receive the thunderbeat probe back for evaluation as the device was discarded. Therefore, the exact cause cannot be determined for the reported event.

Event description:
It was reported to the service center that during a hysterectomy procedure, a thunderbeat probe tip fell off. It is unknown if the item fell into the patient and if the probe tip was retrieved by the physician. It was reported the procedure was continued with another similar device, and the defective device was not available for return as it was discarded. Patient outcome has not been reported.